Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('chronic dysmenorrhea (cramping)/chronic') in an adult female patient who had essure inserted for female sterilization. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had full hysterectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter details updated and patient demographics were added. Updated essure indication. On (B)(6) 2010, she implanted essure. On (B)(6) 2014, she explanted essure. Injury event was replaced with chronic dysmenorrhea (cramping), patient did not performed essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('chronic dysmenorrhea (cramping)/chronic') in an adult female patient who had essure (batch no. 727108) inserted for female sterilization. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had full hysterectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. The reporter commented: 3 coils visible on both sides. Most recent follow-up information incorporated above includes: on 25-jun-2020: mr received : reporter, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('chronic dysmenorrhea (cramping)/chronic') in an adult female patient who had essure (batch no. 727108-notvalid) inserted for female sterilization. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test." The patient's medical history included uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had full hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. The reporter commented: 3 coils visible on both sides. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.